Manufacturer narrative:
Discarded

Event description:
It was reported that the cannula broke off in the patient. No attempts were made to remove the device. The procedure was completed successfully and there were no additional adverse consequences reported.